Event description:
It was reported that pump experienced malfunction that displayed malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code occurred again, which customer understood and acknowledged.